Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had something that broke off inside. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. This report was sent in error since the previous reported malfunction: something broke off inside, would not cause or contribute to a death or a serious injury if it were to recur. Olympus will continue to monitor field performance for this device.